Manufacturer narrative:
At this time, the product has not been returned. If the product is analyzed, this report would be updated should further information be provided.

Event description:
It was reported that the device was at pre-implant and got a yellow screen showing that voltage was too low for projected remaining capacity related to fault code 1003 due to cold temperatures. Per faults and actions, the pacemaker can not be implanted. No patient involvement.

Event description:
It was reported that this implantable pulse generator recorded a yellow code 1003 indicative of battery voltage too low for the projected remaining capacity during a pre-implant interrogation due to exposure to cold weather. Data analysis was completed, the battery has recovered and the fault has been cleared. No patient involvement.

Manufacturer narrative:
Correction of the e3: occupation and occupation (other) fields. At this time, the product has not been returned. If the product is analyzed, this report would be updated should further information be provided.